Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an pca femoral head. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
Product manager of hips in finland received feedback from confused customers on the labeling on pca femoral head. There is an orange sticker on the box.

Manufacturer narrative:
No items were available for evaluation. An image was provided as a sample reference, but this is the image that was provided was for a different product inquiry. The alleged event cannot be confirmed. It was confirmed by the quality area representative in stryker nordic that the device details for item reported in this event are unknown. It was also confirmed that there is a possibility that this device is the same as the one reported in a different pi.

Event description:
Product manager of hips in (B)(6) received feedback from confused customers on the labeling on pca femoral head. There is an orange sticker on the box.